Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no cause of death. Information identified in the manufacture¿s database indicated the patient died approximately 11 days post implant of the ICD and 2.5 years post implant of the leads, approximately 2 years ago.

Manufacturer narrative:
The devices associated with this adverse outcome were returned from a funeral home with no cause of death. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Products: 694765 lead implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.